Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon was determined to have occurred due to defective g1 board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issues of the monitor not powering on and the power led (light-emitting diode) not lighting up were confirmed due to a faulty alternating current-direct current (ac-dc) board. The device evaluation also found a damaged rear cover and a damaged bezel.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor was not working. A olympus field service engineer (fse) was dispatched to the site and found that the monitor did not power up and the power led (light-emitting diode) did not light up. The issue was found during maintenance. No procedure was involved. There were no reports of patient harm.